Manufacturer narrative:
The reported event that led lens was broken was confirmed through visual inspection. It is possible that rough or improper handling of the device contributed to this failure. The device was not repairable and it will not be returned to the customer.

Event description:
It was reported that the ir cover came off of the tibial/pelvic tracker at the user facility. How the issue was noticed, patient involvement, procedure delay, medical intervention and adverse consequences are unknown. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the ir cover came off of the tibial/pelvic tracker at the user facility. How the issue was noticed, patient involvement, procedure delay, medical intervention and adverse consequences are unknown. The user facility was not able to provide any further information regarding the reported event.